Manufacturer narrative:
Investigation in progress.

Event description:
On 19 june 2018 it was further reported on (B)(6) 2016 the patient was revised due to pain and the patient's knee "giving way." During the revision procedure, the surgeon noted the patient's tibial tray was loose. The tibial tray, tibial stem, articular surface, and patella were removed and replaced. Tm patella is the only tmt design controlled part.

Event description:
On 19 june 2018 it was further reported that on (B)(6) 2016 the patient was revised due to pain and the patient's knee giving way. During the revision procedure, the surgeon noted the patient's tibial tray was loose. The tibial tray, tibial stem, articular surface, and patella were removed and replaced. Tm patella is the only tmt design controlled part.

Manufacturer narrative:
Patent is female, 59 years old at the time of the primary tka surgery which occurred on (B)(6) 2014 where a 32mm tm patella was implanted. The size 5 persona femoral component that was implanted at that time was found to be compatible with the patellar component. The patient underwent left knee manipulation under anesthesia (mua) approximately 4 months later on (B)(6) 2015 given the inability to satisfactorily flex her knee. The patient¿s left knee was then revised a first time on (B)(6) 2015 which was approximately 3 months after the mua due to persistent pain and a product recall for the tibial component. Only the tibial component was revised, the tm patella remained implanted. The patient¿s left knee was revised a second time on (B)(6) 2016 (approximately 15 months post the first revision surgery) where the tibial component and the tm patella were reportedly revised for pain and instability. It appears that the surgeon is alleging failure of the tm patella; however, this cannot be confirmed since the neither the explanted tm patella itself nor photos were returned for this engineering investigation. The whereabouts of the explanted tm patella were reported as unknown. It was reported however that the patient had a body mass index (bmi) of 32.69 approximately 3 months post the primary surgery. A bmi = 30 would classify this patient as obese. And while it has not been confirmed through this engineering investigation that the tm patella had failed, obesity is a contraindication listed in the package insert where it is further documented that an overweight or obese patient can produce loads on the prosthesis that can lead to failure of the prosthesis. In light of the information provided for this engineering investigation, it remains unknown whether the tm patella failed to perform as intended or contributed to the patient¿s knee pain or instability. This investigation by product development/post-market engineering is considered closed at this time. Should additional information become available, this investigation may be re-opened. Refer to the attached document entitled document in support of complaint investigation (B)(4) for additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices or photographs were received; therefore the condition of the components is unknown. The DHR was reviewed and no discrepancies relevant to the reported event were found. Primary operative notes do not indicate any intra operative complications. Review of the revision operative note states that patient underwent revision of the left knee. The notes state that the knee was somewhat loose and the soft tissues were re-balanced in the knee. The patella component had some bone and piece of plastic that was removed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.